Event description:
Pt had a hemovac placed post cervical fusion. On post-op day #2, as surgeon was trying to remove the hemovac, a piece of the hemovac tubing sheared off and was retained in the pt's wound. Pt required surgery to remove the drain fragment. Dates of use: 2009. Diagnosis or reason for use: post-op cervical fusion, wound drainage.